Manufacturer narrative:
Device evaluation: analysis of the returned device identified an opening on the anterior side, fold creases, and wear abrasion. A leak test and microscopic analysis were performed which identified a crack opening on the valve and a sharp opening. Based on the device analysis, the final assessment is a cracked valve seat diaphragm valve, and a sharp opening on the posterior side due to an unidentified tear opening. The reason for reoperation is deflation.

Event description:
Device has been explanted.

Manufacturer narrative:
Review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.